Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels from 322 to unknown elevated levels; cause was unknown. Bg was addressed via a supply change, and manual injections. The customer was instructed to consult with healthcare provider regarding bg level.